Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after recently starting on the ilet pump, and the agent provided education that early low glucose events can occur as the system learns insulin needs. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included resolution with troubleshooting and education. Investigation included a review of the event details and user feedback. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.